Event description:
It was reported that the patient experienced a loss of stimulation coverage leading to increased pain. There was also stimulation in the wrong location. Reprogramming was attempted. X-rays were taken, and it was determined that the lead had dislodged and migrated. The lead and extension were explanted and replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489-51, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.